Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the patient experienced pericardial effusion due to perforation of the apical wall by the right ventricular (rv) lead. It was further reported that the rv lead exhibited placement difficulty the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.